Event description:
Implant fracture after 16 years in situ.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 16 years in situ.

Event description:
Implant fracture after 16 years in situ.